Event description:
Customer's mother reported a program alarm anomaly. The daughter's blood glucose was 200 mg/dl. The mother stated that the alarm did not clear with the esc/act button. She stated the screen had froze. She also reported that the buttons were unresponsive. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.